Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d5b: explant date: (B)(6) 2020. Additional suspect medical device components involved in the event: model number/catalog number: sc-8336-50, serial number: (B)(6), batch/lot number: 20237617, model/catalog description: coveredge 32 surgical lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4316, serial number: na, batch/lot number: 22086596, model/catalog description: clik anchor, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced increased pain at the implantable pulse generator (ipg) site following weight loss. The patient subsequently underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were not returned.